Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the wash manifold and acid and base pumps and bleached the valves. The cse also performed the daily cleaning procedure. Precision testing and quality controls were run, resulting within range. The cause of the discordant, falsely elevated vit d results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated vitamin d (vit d) results were obtained on five patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vit d results.